Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient requested an explant for an unknown reason. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information indicates the system was explanted at the patient's request. There was no stated allegations of deficiency with the device.